Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Engineering evaluation: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Crush resistance of the vbx device can be influenced by the stent ring material, stent ring geometry, stent ring spacing, and stent ring alignment. The stent rings are certified by the supplier for the material and geometric properties. Stent rings are 100% verified during the manufacturing process to be free of visual deformities. Stent ring geometry, spacing, and alignment are 100% verified during the manufacturing process. The device history file was reviewed and no anomalies were identified. Machine history files were reviewed and no non-routine maintenance was identified. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Corrected section d1/d2. Corrected section g4/g5.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using three gore® viabahn® vbx balloon expandable endoprosthesis (vbx) for leriche syndrome. Two vbx were deployed in the aortic bifurcation using the kissing stent technique. A third vbx was deployed to extend the left device distally. The patient tolerated the procedure. On (B)(6) 2020, it was reported the left and right vbx had collapsed. The left vbx device was relined using a bare metal stent (brand unknown). Plain old balloon angioplasty (poba) was performed to treat the collapse of the right vbx device. The patient tolerated the procedure.